Manufacturer narrative:
Additional information, b5: upon follow up it was reported the patient has recovered from the peritonitis event and antibiotic treatment was stopped. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. It was not reported if the patient was hospitalized for this event. The same day as event onset, the patient was treated with vancomycin injection (1gm, every 3rd day via intraperitoneal, ongoing), ceftazidime injection (1gm, once a day via intraperitoneal, ongoing) and cefotaxime injection (1gm, once a day via intraperitoneal, ongoing) for peritonitis event. At the time of this report, the patient was recovering from this event. Pd therapy was ongoing. It was reported that the patient retraining was completed.